Event description:
A report was received that blood clot was suspected due to swelling and pain in the patient's right arm. No issues with the spinal cord stimulator system. Blood clot was due to implant procedure. No intervention was given.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.